Manufacturer narrative:
The device has not been returned to philips due to local restriction related to covid-19. We were not able to perform technical investigation. However, mastitis is a complication of an expected side effect. The use of a breast pump is not known to cause or contribute to this event.

Event description:
While using the philips avent electric pump, the consumer was diagnosed with mastitis and was hospitalized. The consumer stated that she was treated in the hospital with antibiotics and physio ultrasound wave massage to break down the blockage, she was then prescribed painkillers and antibiotics for two weeks after discharge.

Manufacturer narrative:
Mastitis is a complication of an expected side effect. The use of a breast pump is not known to cause or contribute to this event. The device has been designed according to safety standards and is safe to use when used according to the dfu. The device has been requested for analysis.

Event description:
While using the philips avent electric pump, the consumer was diagnosed with masitis and was hospitalized.